Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It was reported to olympus that an intermittent image was produced. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device, the root cause of the intermittent image could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The reported problem was identified during preparation for use. The intended procedure was completed using a similar device. There was no delay in procedure associated with the reported problem.